Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Manufacture date has been requested.

Event description:
A patient was implanted with a 3.5 mm lcp proximal humerus plate and 13 locking screws. X-rays taken on a follow-up visit noted the screws to be backing out and the plate to be lifting from the bone. Patient was returned to the operating room and hardware was removed. This report is #12 of 14 for the same event.